Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon on one of the foley catheter would not inflate.

Event description:
It was reported that the balloon on one of the foley catheter would not inflate.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to a kinked lumen. It was unknown whether the device had met relevant specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned